Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the actual device was not available; however, two (02) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed a dislodged disc filter in the chamber. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter within the drip chamber of a solution set was found to be dislodged. The issue was identified appropriately 10 hours after commencement of therapy; therapy had ceased prior to noticing the dislodged filter in the drip chamber. No leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.